Event description:
Baxter received a report that leakage from the tubing was found during use. The set had been used for 60 days. Several pin holes were observed. The tubing felt soft and slackened. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation results become available.